Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed vent inoperable. There was no patient harm. The customer reported that the gas delivered engine (gde) was replaced and the reported issue was resolved.

Manufacturer narrative:
Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The identified root cause of the reported issue could not be determined.